Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged as felt breathing the particles but did not see any particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil observed a light amount of an unknown dust contaminant on the top enclosure and front panel. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil investigated the humidifier and observed a glue-like residue on the flip lid. Some unknown fiber-like material was observed on the flip lid and bottom enclosure. An unknown black marking was observed on the bottom enclosure. A very small amount of an unknown dust-like contaminant was observed inside the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device available for eval and date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged as felt breathing the particles but didnot see any particles. There was no report of serious patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.